Manufacturer narrative:
The root cause for the described cut out and restart was a warmstart performed by the ventilator. The valve air at the mixer cartridge was replaced and tested. Abrasion at the tappet of the dosage system were found which most likely hindered the valve air in its movement. As a result an electronic overload occurred and the ventilator performed the described warmstart in order to restore ventilation. In case of a warmstart the device will briefly power off and back on again which last approximately 8 seconds. An audible alarm is generated and the emergency breathing valve will open to allow spontaneous breathing. The affected valve air was for 10 years in operation. Its replacement of the valve air did fix the problem.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device cut out and re-started during operation.